Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), device related risks include aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent reintervention to treat bilateral distal type I endoleaks and was implanted with two contralateral leg components (plc231200j/13455155 on the right side and plc161200j/13469701 on the left). On (B)(6) 2016, the left common iliac artery had been aneurysmal and the patient underwent reintervention. A surgical graft was sewed in the left external iliac artery, and an additional contralateral leg component was implanted for the distal extension into the surgical graft. Another surgical graft was sewed in the left internal iliac artery, and a left external iliac-left internal iliac artery bypass was prepared using those two surgical grafts. The patient tolerated the procedure. It was reported that the left internal iliac artery was covered by endoprosthesis during the reintervention. The right internal iliac artery had previously coil-embolized, and the physician considered a risk of bowel ischemia due to the occlusion of bilateral internal iliac arteries. The left external iliac-left internal iliac artery bypass was, therefore, prepared to decrease the risk of bowel ischemia.